Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6)regarding an aiming arm. It was reported that it was impossible to insert the protection sleeve into the aiming arm. Reportedly, there was no adverse consequence to the patient, delay of surgery was not significant, there was a new aiming arm available and the incident did not require further treatment.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The instrument was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified; this instrument was manufactured according to the specifications. However, previously performed functional tests have shown that the locking sliding insert of the present aiming arm may disengage during insertion of the protection sleeve while rotating the buttress compression nut clockwise. A design change has been initiated to address this issue.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process.